Manufacturer narrative:
Batch review performed on 31 july 2017: lot 155366: (B)(4) items manufactured and released on 18 january 2016. Expiration date: 2021-01-05. No anomalies found related to the reported issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cancellous bone screw flat head ø 6,5 l 25 code 01.26.65.25 lot. 154186 (k103352): (B)(4) items manufactured and released on 06 october 2015. Expiration date: 2020-08-31. No anomalies found related to the reported issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cancellous bone screw flat head ø 6,5 l 30 code 01.26.65.30 lot. 153635 (k103352): (B)(4) items manufactured and released on 09 september 2015. Expiration date: 2020-06-30. No anomalies found related to the reported issue. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event. Versafitcup cc trio flat pe hc liner ø 36/f code 01.26.3648hct lot. 142649 (k103352): (B)(4) items manufactured and released on 26 july 2014. Expiration date: 2019-05-31. No anomalies found related to the reported issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s code 01.29.208 lot. 155936 (k112115): (B)(4) items manufactured and released on 20 january 2016. Expiration date: 2021-01-06. No anomalies found related to the reported issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Amistem h collared ha coated std stem #4 code 01.18.234 lot. 155248 (k121011): (B)(4) items manufactured and released on 15 january 2016. Expiration date: 2021-01-02. No anomalies found related to the reported issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon removed all medacta hardware and implanted an antibiotic spacer. The surgery was completed successfully. X-rays and explants are not available